Event description:
On (B)(6) 2022, leica biosystems received a complaint that a user had sustained a hand injury, during interaction with a reagent bottle from one of the ten peloris ll tissue processors located in the laboratory. On (B)(6) 2022, leica biosystems received information provided by the complainant in relation to the user impact/outcome. The complainant advised that the affected employee had been sent to the employee health service and was placed on modified work activity to rest the hand. However, as the modified work activity could not be accommodated, the employee was placed on leave of absence.